Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that since they got off the plane (in fl) on saturday, they have experienced return of symptoms. Patient said that on wednesday night was in the bathroom all night long.  Patient said having difficulty connecting to make an adjustment. Reviewed therapy information and general programming guidance. Patient connected and received por message however when cleared, the setting was 5.8 at program 7. Patient unable to increase or view ins battery level so connected with recharger. Ins charge at 90% so patient recharged to 100% and afterwards connected to ins and increased setting to 6.0. Confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. If no improvement at higher setting and if patient reaches upper limit comfort-wise then patient to consider switching programs, suggested patient consider program 6 as the next option.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having the same therapy issues. The patient had increased stimulation to where it was strong from vagina to rectum. Patient services suggested that patient connect and decrease setting. When patient connected this morning said it was set to 7.2 on program 7 and decreased setting to 6.7 during call and said that stimulation is comfortable. Patient said still hasn't noticed improvement in symptom control, still going all day long. Reviewed programming guidance. Patient to monitor and track symptoms. Patient also mentioned has lost a lot of weight over the last 3-4 months and said more challenging to find implant. Patient was redirected to contact hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.